Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the system 98intra-aortic balloon pump (iabp) unit has an electrical test failure #82. There was no patient involvement.

Event description:
N/a.

Event description:
It was reported that, the system 98 intra-aortic balloon pump (iabp) unit has an electrical test failure #82. There was no patient involvement however it is unknown when the event occurred.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6), spoc: (B)(6), biomed). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the both the software datasettes, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
The failure analysis and testing dept. Received the following parts associated with this complaint: 0670-00-1186 assembly datatsette these parts were received with the reported complaint of faulty datasettes. The failure analysis and testing dept. Installed the assembly datatsette assembly datasette into the cs 300 test fixture and tested the datasettes to factory specifications per the cs300 service manual part number 0070-00-0689 rev. V. The failure analysis and testing dept. Initially booted the cs300 into clinical mode. The cs300 booted up with no problem found and the cs300 proceeded to pump to factory specifications. The failure analysis and testing dept. Then proceeded to boot the cs300 up in diagnostic mode . The cs300 was able to boot up in diagnostic mode with no problem found. The failure analysis and testing dept. Could not replicate the failure of the datatsettes being faulty. The datasettes passed testing. Retaining the datasettes in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ak. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed